Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00192 on 12/14/2015 for confirmed (B)(6) advia centaur xp hbsag confirmatory results. On 2/12/2016 additional information: the cause for the (B)(6), confirmed with advia centaur xp hbsag confirmatory testing compared to a (B)(6) an alternate test method is unknown. There is no indication from the test results provided that the samples were tested in duplicate. The patient samples have not been provided for further investigation. No conclusion can be drawn. The advia centaur xp hbsag ii assay instruction for use (IFU) in the interpretation of results section states the following: "samples with an index value of greater than or equal to 1.0 but less than or equal to 50 are considered (B)(6). The test must be repeated in duplicate. If 2 of the 3 results are (B)(6), the sample is considered (B)(6). If at least 2 of the 3 results are (B)(6), the sample is repeatedly (B)(6) should be confirmed with the advia centaur hbsag confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method." The (B)(6) confirmatory instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6), the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." The hbsag ii instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
The cause for the reactive hbsag ii result, confirmed with advia centaur xp hbsag confirmatory testing is unknown. Siemens has requested the patient samples for further investigation. The (B)(6) confirmatory instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." The hbsag ii instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Event description:
Confirmed (B)(6) reactive advia centaur xp hbsag confirmatory results were obtained on several patient samples. The confirmed reactive hbsag ii results were questioned by the physician(s). The customer provided the (B)(6) result for one patient sample that was non-reactive on an alternate test method. A corrective report was issued. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp hbsag confirmatory results.